Event description:
It was reported that the user experienced recurrent hypoglycemia after a week of overeating, with perceived maladaptation of meal algorithms and dissatisfaction with the device¿s autonomous dosing and non-silenceable urgent/priority alarms, despite understanding this is required by regulation. Symptoms included urgent low glucose episodes treated with oral glucose. Outcomes included troubleshooting and education completed with involvement of the healthcare professional. Investigation included complaint assessment and user education. Investigation of this case revealed no device malfunction reported and that the events were consistent with unclear cause of hypoglycemia in the setting of autonomous algorithm use and recent dietary changes, with no specific component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.